Event description:
Since our facility switched to the smith protectiv IV over 1 year ago, we have received over 100 event reports related to its use, such as kinking of the catheter, inability to advance the needle, puncture of the catheter by the needle when removing the cap, burrs noted on the needle, safety feature not engaging needle. The facility has assembled a team to determine root cause of the issues. The manufacturer is also retraining staff.======================manufacturer response for IV catheter, protectiv (per site reporter)======================the manufacturer, smith medical, has re-trained staff on use of device.